Event description:
It was reported by the customer that the cardiosave intra-aortic balloon pump (iabp) was not pumping. There was no patient harm or injury.

Manufacturer narrative:
Due to characterization limit e1 event site name: (B)(6) hospital. A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11, h6 (type of investigation, investigation findings, investigation conclusions) a getinge field service engineer (fse) evaluated the unit and found unit with completely discharged batteries. The unit began charging once connected to ac power. No critical fault codes or technical alarms recorded in the event logs. There was no issue with the batteries. No fault found with unit when exercised on a test catheter and patient simulator. All functional and safety checks to meet factory specifications were performed and passed.

Event description:
N/a.